Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4) part 03.010.523, lot 9602458, manufacturing date: 12.oct.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a male patient underwent surgery due to a motor-cycle accident on (B)(6) 2016. During the procedure, while driving the driving cap with the radiolucent insertion handle, the black portion of the tip of the driving cap broke off inside the insertion handle. The surgeon had to open a second set and proceeded to complete the procedure without further issues. There was a delay of approximately one minute to open the spare set. There were no fragments or pieces left inside the patient and no harm or adverse events were reported. This complaint involves (1) devices. No additional information available. Concomitant devices: tibial nail (part #04.034.346s, lot # unknown). Radiolucent insertion handle (part #03.010.486, lot #9482441). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one driving cap (part 03.010.523, lot 9602458) and insertion handle (part 03.010.486, lot 9482441) were received for investigation. The driving cap shows regular use, with hammer marks and gouges on the head of the device consistent with high impact force. The driving cap was returned with the tip broken off. The threaded portion of the driving cap has sheared off and was returned stuck into the insertion handle. The alignment tab on the insertion handle is undamaged. Overall, the insertion handle is in good condition with no other observable damage. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. Additionally, it is likely that repeated use has caused the material to wear and fail due to fatigue. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The instrument(s) are used during femoral and tibial nail implantations and proper use and maintenance are addressed in the technique guides. The returned devices are multi use and are used for implanted nails. The relevant drawing for the driving cap was reviewed. No drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. Additionally, it is likely that repeated use has caused the material to wear and fail due to fatigue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: one driving cap (part 03.010.523, lot 9602458) and insertion handle (part 03.010.486, lot 9482441) were received for investigation. The driving cap shows regular use, with hammer marks and gouges on the head of the device consistent with high impact force. The driving cap was returned with the tip broken off. The threaded portion of the driving cap has sheared off and was returned stuck into the insertion handle. The alignment tab on the insertion handle is undamaged. Overall, the insertion handle is in good condition with no other observable damage. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. Additionally, it is likely that repeated use has caused the material to wear and fail due to fatigue. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The instrument(s) are used during femoral and tibial nail implantations and proper use and maintenance are addressed in the technique guides. The returned devices are multi use and are used for implanted nails. The relevant drawing for the driving cap was reviewed. No drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. Additionally, it is likely that repeated use has caused the material to wear and fail due to fatigue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.